Event description:
The customer reported that the insulin pump alarmed motor error two years ago. The battery cap broke and he was unable to remove the battery cap from the insulin pump. With a large screwdriver he was able to remove the battery cap. The screwdriver damaged the battery cap even more. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.